Manufacturer narrative:
The reported event of excessive drain current and premature discharge of battery was not confirmed. The device was received with normal output and normal telemetry communication. Analysis of the device image indicated the device was operating at near beginning-of-life voltage and with normal current drains. Electrical and mechanical tests performed did not identify any anomalous current drain or functional issues. Longevity assessment was performed, and the device voltage was at normal range of operation with appropriate remaining longevity.

Event description:
Additional information received indicated premature battery depletion was suspected.

Event description:
It was reported that high current drain was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.